Event description:
It was reported that the bed canopy system with support surface model 8060 had a broken zipper, no specific location provided. No pt contact or injury reported. Inspection shows that damage to the canopy could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
(Other) -broken zipper -labeled. Eval: results: (other) -the large front windows zipper slider body is bent open. Large back window zipper is missing a retaining box that holds the zipper's insert pin.